Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported, via an implantable pump. The patient takes ms morphine 60mg po and dilaudid 4 mg for breakthrough pain. The indications for use were non-malignant pain and failed back surgery syndrome. The patient also had a feeding tube connected to a pump. The patient's pump was removed due to infection in 2006. The catheter was left implanted at that time. The patient did not know what type of infection they had but stated maybe it was (B)(6). The area of the infection was the pocket. The infection was resolved. Diagnostics and interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.